Event description:
Md attempted to insert a 30cm guidewire set into pt's right subclavian vein successfully punctured in first attempt. Guidewire threaded successfully but could not thread wire through triple lumen catheter. Upon withdrawal of the catheter, guidewire lost. Had to be retrieved with snare catheter through the femoral vein under fluoroscopy.